Event description:
It was reported that the patient¿s implantable neurostimulator (ins) worked for several months but over the last few weeks it became ineffective at controlling their symptoms. It was noted that the male patient was ¿post remote prostatectomy¿ and the ins was implanted for pain mitigation. The patient requested that the ins system be removed and returned to the manufacturer for evaluation. It was also reported that the device caused minor injury to the patient. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4). Analysis of neurostimulator model 3058 serial (B)(4) showed no significant anomalies. It was noted that the battery was not in new condition and failed the final functional test result. Initial review findings as showed a power-on-reset (por) message. Good, stable output was seen on all electrodes referenced to one electrode to broken end of lead. Analysis of lead model unknown lot #unknown showed that all of the conductors broken at or near the tines at marker band b and measurements were unable to be taken. The outer insulation was reported to broken. Good, stable output was seen on all electrodes referenced to one electrode to broken end of lead.

Event description:
(B)(4).